Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2024 provided. The events of capsular contracture, seroma, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; seroma - late; anaplastic large cell lymphoma a further investigation has been initiated, the results of which will be provided at a later date once completed.

Event description:
Patient reported "capsular contracture baker grade unknown, peri-implant seroma, radial folds, lymph nodes, physical pain, biocell recalled textured implant, diagnosis of anaplastic large cell lymphoma". Diagnosed via us, biopsy and MRI. The biomarkers of cd30 positive and alk negative have been reported. This record is for the right side. Device was explanted; capsulectomy performed.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported "capsular contracture baker grade unknown, peri-implant seroma, radial folds, lymph nodes, physical pain, biocell recalled textured implant, diagnosis of anaplastic large cell lymphoma". Diagnosed via us, biopsy and MRI. The biomarkers of cd30 positive and alk negative have been reported. This record is for the right side. Device was explanted; capsulectomy performed.

Manufacturer narrative:
Additional, corrected and/or changed data: b6.

Event description:
Patient reported "capsular contracture baker grade unknown, peri-implant seroma, radial folds, lymph nodes, physical pain, biocell recalled textured implant, diagnosis of anaplastic large cell lymphoma". Diagnosed via us, biopsy and MRI. The biomarkers of cd30 positive and alk negative have been reported. This record is for the right side. Device was explanted; capsulectomy performed.